Event description:
Customer reportedly obtained results of 283mg/dl, 210mg/dl, 138mg/dl, and 175mg/dl within 10 minutes on the same device. Customer reports a 2nd comparison where the hospital device read 32mg/dl and within 10 minutes her device approximately 300mg/dl. Customer reports she ate at the hospital to elevate her blood glucose. Customer reports a third comparison where the device produced results of 461mg/dl, 89mg/dl, and 296mg/dl within 10 minutes on the same device. Customer reports a fourth comparison where the device produced results of 392mg/dl, 189mg/dl, 136mg/dl, and 44mg/dl within 10 minutes on the same device. No adverse event reported in regard to any of the comparisons and no medical treatment received. Customer reports that she stores her strips outside the original vial, but stated that the comparisons were performed before she removed the strips from the original vial. No quality controls were used. Requested return of suspect device and replacement was sent.